Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full synchronization required. The technical support specialist created a shortcut for the med app on the desktop, then enabled the auto login option for the cfn application within the station configuration utility and clicked on update. Although the med app launched automatically but an error was encountered. Subsequently, the specialist referred to a knowledge article and performed a full synchronization, which resolved the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the station displayed a blue screen, with no med app launched on the display. The customer reported that despite the malfunction, the user was able to obtain medication through alternative devices or a pharmacy. There were no adverse events or injuries reported based on this incident.